Event description:
It was reported the device was electively replaced due to the field advisory. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. Further review of this event file indicates the device was functioning at the time of explant; therefore, the conclusion has been updated to reflect this.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.

Event description:
(B) (4)